Manufacturer narrative:
(B)(4).

Event description:
Information was received from a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 376 mcg/day) via an implantable infusion pump. The indication for use was noted as intractable spasticity. The patient's pertinent medical history included transverse myelitis. It was reported a motor stall was seen at initial interrogation. The patient did recently have a magnetic resonance imaging (MRI). The logs had not been read. It had been less than 2 hours since the patient exited the MRI field. It was discussed to re-interrogate the pump with logs but the patient was no longer in the office. The reporter noted the patient had the MRI in (B)(6) and the pump was not read after that and the motor stall matched when the patient had an MRI. The patient had a refill on the date of this report and the expected volume was aspirated from the pump with no symptoms reported. It was later reported by the healthcare provider (hcp) that the actions/interventions taken to resolve the motor stall included a 10 mcg bolus. It was noted the motor stall had been resolved. If additional information is received, a follow-up report will be sent.